Manufacturer narrative:
One device was returned for repair. No prior repairs were found in service history pertaining to current complaint. Event log showed check clutch error. Primary problem of volume delivery problem was verified during syringe delivery test. Replaced lead screw and both clutch halves to resolve the problem. Device passed all the functional tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the volume was not working. There was unknown patient involvement and unknown signs or symptoms experienced.